Manufacturer narrative:
Date of event: awareness date used for date of event. (B)(6). Initial reporter: address unavailable. Bd corporate address used. Bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified.

Event description:
It was reported that bd vacutainer® k2 edta (k2e) 3.6 mg blood collection tubes was under filling which could lead to erroneous results.